Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported system error 322 alarms which were not reproduced. System error 322 alarms were verified through a review of the event history log and a visual inspection found the symptom to be caused by a string wrapped around a dirty lower hook switch. Evaluation also observed that the switch gap was out of specification. The lower auxiliary assembly was replaced and the link and switch spacing was performed during the repair process to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 322 (link switch error low) alarm. There was no patient involvement. No additional information is available.